Manufacturer narrative:
Conclusion and justification status for MDR:no device associated with this report was received for examination. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
Surgeon stated that the reason for revision was; "the tibial component was internally rotated aproximately 15 degrees. This was the cause for pain, possible post wear and the patella not tracking correctly." The post of the tibial insert removed showed minimal wear.

Manufacturer narrative:
Corrected: dates on previous (initial) medwatch (1818910-2016-12514) should have been (B)(6) 2016, rather than (B)(6) 2016. This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.